Manufacturer narrative:
B6/b7): patient information regarding relevant tests/laboratory data or medical history are unknown. The lot number was not provided, thus the following information is unknown: unique ID, expiration date, and manufacture date. The lld ez was not returned, thus no returned product investigation was performed. Cardiac perforation is a known risk of complication with use of the lld. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) lead due to non function. A spectranetics lld ez lead locking device (lld ez) was inserted into the lead to provide traction. Using a spectranetics 16f glidelight laser sheath, the rv lead was extracted. However, upon removal, it was observed that a portion of the rv came out with the lead, and a pericardial effusion was noted via transesophageal echocardiography (tee). Rescue efforts began, including rescue balloon and sternotomy. An rv perforation was discovered and repaired, and the patient survived the procedure. This report captures the lld ez providing traction to the rv lead when the perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.